Manufacturer narrative:
(B)(4). This complaint is for a report of an use error/poor aseptic technique. Complaint is confirmed because it is reported during trouble shooting of an alarm situation check supply line, patient switched out the cassette only (reused the supplies), which is a poor aseptic technique can cause contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had a check supply line alarm and only changed the cassette. The caregiver (cg) stated that she started over with new cassette but not new solution bags. The technical service representative (tsr) informed the cg that when starting over with new supplies that all the supplies need to be changed out. The tsr instructed the cg to start over with new supplies. Global product surveillance contacted the cg on (B)(6) 2011 regarding the reported problem. The cg stated that the hp was able to complete therapy with new supplies. The cg stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).